Event description:
Patient reported "problems with the prosthesis and is concerned because became aware of the recall, breast discomfort, breast consistency and pain". Patient reported "simple cysts". Healthcare professional later reported through patient "signs of capsular contracture baker grade iii of the prosthesis and signs of peri-prosthesis inflammation" this record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.